Manufacturer narrative:
The pump was tested for the alarm function for air-in-line on (B)(6) 2015. It was observed that the air-in-line alarm was within the specification. Based on the setting (0.1ml), the pump should capture a bubble of 18mm or longer, but let smaller bubbles to pass without setting an alarm. This was confirmed to be the case. The pump was tested for all the specifications on 03/17/2015. The pump operated within all specifications as designed. User reported alarm failure was not detected. (B)(4).

Event description:
The user reported "there was air in the primary tubing and the pump did not catch it and there was a lot of air in the tubing. The air vent was not open and we never put a filter on the secondary tubing. Yikes!! Scary!!" The user could not remember which pump had the issue. Two suspected pumps were sent back to the manufacture for evaluation. No patient injury or harm was involved in this case.